Manufacturer narrative:
11/10/2021 - we have requested the device be returned to the manufacturer for an investigation. To date, we have not received the device.

Event description:
(B)(6) 2021 - the consumer claims her mother was sitting on the pad with a afghan covering the pad. The consumer noticed the product smelt like fire.